Event description:
Pt's meter was reading inaccurately high. The medical affairs specialist attempted unsuccessfully to reach the pt for more clinical info. A letter has been sent as a second attempt to reach the pt. The pt obtained a result of 221 mg/dl. She reported no symptoms at the time of testing. She tested on another meter and obtained a result of 180 mg/dl. The pt contacted her physician the following day and her insulin was adjusted. No other treatment was reported. While attempting to troubleshoot, the pt attempted to perform a control solution test, but was unable to because "the test strip would not absorb the blood sample". The testing techniques were correct.